Event description:
Baxter affiliate reports one incident of uveitis (or iridocyclochoroiditis). Pt has been using the a-15 dialyzer since 2000. In 2001 pt experienced allergic conjunctivitis, bilateral hypoacusia, right vestibular syndrome and retrocochlear malfunction after dialysis treatment (number of hours unknown). Pt was hospitalized in the surgical dept with tiroidal adenoma and colecystitectomia. Ten days later, pt suffered conjunctivitis with fever, palpable edema and visus reduction post hospital discharge. Pt was subsequently hospitalized in the nephrology dept for fever with leucocytosis and negative culture, bilateral conjunctivitis, hypoacusia and vertigo syndrome due to vestibular suffering. Symptoms on admission included fever, nausea, vomiting, vertigo, and conjunctival burning sensations. Four months later, pt was still experiencing hypoacusia but a reduction of retrocochlear suffering in comparison to the first incident in 2001.